Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration, rupture, granuloma. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reporting rupture diagnosed by MRI and ultrasound. Diagnostic test report shows "in the inner quadrant on the right, there is an anechogenic rounded formation of about 8 mm", "the presence of snowstorm¿ artifacts around the prosthetic profile, as if by expanding silicone", "presence of siliconomas in the right axillary cavity" and "prosthetic rupture ¿. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported right side rupture, ¿the presence of siliconomas in the right axillary cavity¿, and "right breast node was exerted, anechogenic rounded formation of about 8 mm". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Reason for reoperation: rupture; "presence of siliconomas in the right axillary cavity". Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b1, b5, b6, h6, h11.